Event description:
The nurse of a male pt contacted lifecor customer support to report that the pt passed away yesterday. She stated that the pt was wearing the vest at the time of passing. She stated that other nurses had told her the vest was alarming and it had treated the pt eight times. The territory manager picked up the system and downloaded. The download revealed no treatment events.

Manufacturer narrative:
The equipment has yet to be returned to lifecor. The pt's event analysis is attached. The arrhythmia begins as an episode of vt with a rate of 190 bpm. The rate slows to 175 bpm by the time the gel is released at 69 seconds on the ECG recording. The pt's rhythm becomes more erratic, with the rate detected by the device ranging between 94 bpm to 364 bpm, causing many treatment delays. The rate detected was below the rate thresholds of 180/200 for vt/vf for the majority of the time after the gel release. By the end of the arrhythmia detection, the rate detected by the device was constantly under the rate thresholds, causing the arrhythmia to drop out of detection.